Event description:
It was reported that before an unknown procedure, outer packaging is broken and the staff were concerned about sterility of contents. Procedure was completed with same like devices. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was returned without any of the original packaging for evaluation purpose. Complaint event could not be confirmed. The batch history records were reviewed with no anomalies noted during the manufacturing process.